Manufacturer narrative:
The device manufacture date was changed from 09/01/2002 to 08/01/2002.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the system interface card was damaged. The fse relaced the card, which repaired the output issues.(B)(6).

Event description:
The customer reported that the cytomics fc 500 flow cytometer was generating an erratic data rate and high cv (coefficient of variation). The instrument was down. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.